Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00261. Medical product: articular surface fixed bearing posterior stabilized (ps) left 10 mm height: item# 42512400510 lot# 64250451. Femur cemented posterior stabilized (ps) narrow left size 6: item# 42500006001 lot# 64185248. All-poly patella cemented 29 mm diameter item# 42540200029 lot# 64333040. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and three months post implantation due to pain, tibial loosening, and wear. The patient went to see a doctor complaining of pain. Tibial loosening was diagnosed. Subsequently, at the revision, the surgeon alleged wear and delamination were seen on the explanted articular surface. Attempts to obtain additional information have been made; however, no more information is available at this time.